Event description:
We received an allegation about discrepant results for 1 patient sample tested with the short turn around time (stat) application of the elecsys troponin t hs (tnthsstx) assay and discrepant results for 1 patient sample tested with the regular application of elecsys troponin t hs (tnthsx) assay compared to stat application of the elecsys troponin t hs (tnthsstx) assay on a cobas e801 immunoassay analyzer. On (B)(6) 2023: sample 1 was tested with tnthsstx resulting in an initial troponin t hs value of 19 ng/ml (cobas 2). The repeat troponin t hs value was 227 ng/ml (cobas 1). On (B)(6) 2024: sample 2 was tested twice with the tnthsx assay and twice with the tnthsstx assay. The tnthsx results of the regular application did not compare to those obtained from the stat application. The tnthsx application resulted in troponin t hs values of 1242 pg/ml and 1292 pg/ml. The tnthsstx application resulted in troponin t hs values of 2021 pg/ml and 2337 pg/ml. These results were reported outside the laboratory.

Manufacturer narrative:
The cobas e801 analytical unit serial number was (B)(6). Qc was within the assigned ranges on the day of the event. Two samples were received for investigation on 26-apr-2024. The investigation is ongoing.

Manufacturer narrative:
A general product problem can be excluded since calibration and qc were acceptable. The 2 samples received for investigation were marked 15-apr-2024 and 16-apr-2024. The sample on (B)(6) 2024 showed a slight haemolyse. Both samples were measured with tni assay, tnthsstx assay, and tnthsx assay on a cobas e801 immunoassay analyzer. The sample marked on (B)(6) 2024 obtained the following results: tni: 0.115 ng/ml. Tnthsstx: 1711 pg/ml. Tnthsx: 1013 pg/ml. The sample marked on (B)(6) 2024 obtained the following results: tni: 0.131 ng/ml. Tnthsstx: 1011pg/ml. Tnthsx: 612 pg/ml. The results of tnthsx were both samples 40%-45% lower than the results of tnthsstx. The patient sample was investigated in more detail using size exclusion chromatography (sec) and the investigation confirmed no evidence that the elevated troponin t result was caused by igg/igm interference. The presence of an interference factor other than igg/igm cannot be excluded. With the current state of the arts, further clarification of the difference between both applications is not possible, and the actual tnt concentration needs to be assessed from a clinical point of view. The investigation did not identify a product problem.